Manufacturer narrative:
Follow-up received on 05-set-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 718 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is serious due to reported disability (event led her to problems with movements and referred to work-related problems) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements and referred to work-related problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
Follow-up information was received on 18-oct-2016: this case is now a potential legal case. Letter was received from patient in which she holds bayer liable for the damage caused. Consumer's initials were added. In 2008 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Updated quality safety evaluation of ptc received on 11-nov-2016: ptc global number (B)(4). Follow up information received on 22-nov-2016: no further information could be obtained (no consent received). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-nov-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 771 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. According to additional information, this case became legal. This event is serious due to reported disability (event led her to problems with movements and referred to work-related problems) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements and referred to work-related problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2008, essure (fallopian tube occlusion insert) was placed. During placement procedure, the consumer experienced pain that lasted for 3 days. Right after essure placement the consumer experienced pain in abdomen, head, and in lower back. She also reported the following events: increase or heavy blood loss during menstruation / heavier menstruation, dizziness, tiredness, memory loss, concentration problems, vitamin deficiency, vision problems, tingling, and cysts in breasts. She reported problems with movements and referred to work-related problems. She contacted a psychologist and visited a gynecologist. She reported a mammography was performed. She also reported that she received medication treatment and balloon therapy. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is serious due to reported disability (event led her to problems with movements and referred to work-related problems) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements and referred to work-related problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.